Event description:
It was reported that the pacing impedances on this right ventricular (rv) lead had gradually increased over the past year. It was noted that the pacing impedances were 1936 ohms. Additional information was received which indicated this right ventricular (rv) declared a lead safety switch (lss) due to high out of range pacing impedances. It was noted a fracture was suspected due to subclavian crush. The physician planned was to abandon the system and implant a micra leadless pacemaker. Subsequently, a revision procedure was performed. This rv lead was electrically abandoned and a leadless pacemaker was implanted. No additional adverse patient effects were reported.